Manufacturer narrative:
F11. Date MFR initially forwarded medwatch report to FDA. H6. Evaluation summary this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the device was returned in four segments. Blood was present along the shaft, on and inside the balloon. A four millimeter circumferential tear was located in the proximal section of the balloon. The proximal bond was found to be intact. The distal section of balloon material was crumpled at the distal tip. The distal radiopaque marker was missing and not returned for evaluation. The proximal radiopaque marker was present but had moved from its original location.

Event description:
It was reported a balloon burst at an unknown pressure during a left superficial femoral angioplasty procedure of a calcified lesion. Difficulty was encountered removing the balloon catheter through the introducer sheath. Exchange for a larger introducer sheath was unsuccessful in removing the balloon catheter. The pt developed acute ischemia and was sent to surgery for removal of the balloon catheter and bypass surgery. Over the next two days two other thrombectomy and bypass procedures were performed. Approximately one month later the pt's left leg was amputated. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up indicated this balloon was inflated without a pressure gauge and the lesion was calcified. Co believes these factors may have contributed to this event. However, without evaluating the device co cannot determine the next cause for this event. Co's direction for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded...a pressure gauge should always be utilized to monitor the inflation pressure."